Event description:
After 6 hrs of iab therapy, blood was noted in the tubing. The iab was removed and replaced with a competitors balloon. Also there was no attachment for the datascope pump in the tray. A competitor's iab adapter was used for the datascope pump. No pt injury or further complications were reported.